Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.75 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. The mid stent struts were lifted and flattened. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21-apr-2020. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.75 x 20mm synergy ii drug-eluting stent was advanced for treatment. However, the stent could not cross the lesion due to calcification and angulation. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damaged.